Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2009. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, loosening and the presence of necrosis. Subsequently, the patient was revised on (B)(6), 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes reports synovitis, reactive inflammatory pus, inflammatory fluid, and a pseudo-septic type hip. Operative notes further report a loose cup with liquefactive necrosis and lysis behind the cup. The acetabular cup was removed and replaced with a competitor shell. The head and taper were removed and replaced with a biomet biolox head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04956/04958).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, loosening and the presence of necrosis. Subsequently, the patient was revised on (B)(6) 2012. Patient's legal counsel alleged the acetabular component was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.